Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 814:09 was discovered and confirmed in the pump's event history by a baxter service technician. However, the root cause of this condition was not discovered. There have been no actions taken to correct this problem. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with failure code 814:09. This event occurred upon power up during biomed servicing. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.